Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the reporter reported, the hospital noticed an increased sinking of the attune revisions fb tibia during their checks. These must be reoperated. Of 30 restorations, 5 have to be or had to be revised. The product was not returned to depuy synthes, however photos were provided for review. The x-ray investigation revealed nothing indicative of a device nonconformance. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the unknown knee tibial insert would not contribute to the reported adverse event.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed.

Event description:
It was reported that the hospital noticed an increased sinking of the attune revisions fb tibia during their checks. These must be reoperated. (B)(4) translation request was reviewed by clinician. **on (B)(6) 2019, depuy attune components were implanted in the right knee to address gonarthrosis. On (B)(6) 2020, the patient had a complete change of the total knee prosthesis on the right from a primary attune to an attune revision to address increasing hyperextension and laxity. The surgeon was able to subluxate the rotating inlay. During the procedure, the surgeon had to loosen adhesions.

Manufacturer narrative:
Product complaint # (B)(4) d4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.